Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).

Event description:
A facility representative reported that an intraocular lens that was scratched in cartridge during loading. There was no patient contact. Additional information was provided that the event took place during the procedure; the scratched iol was removed from the patient's eye and replaced with a new iol, and there was no harm to the patient.

Manufacturer narrative:
Product evaluation: the cartridge was not returned for evaluation. Only the qualified lens was returned. Viscoelastic is observed on the lens. One haptic is broken-gusset area (returned). The optic is cracked in the remaining haptic gusset area. The lens was cleaned with lphse. A crack with scuff marks is observed on the posterior surface of the optic. The lens has been cut into pieces typical of removal. Not all of the lens was returned. Cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Iol product history records were reviewed and documentation indicated the product met release criteria. This may been interpreted as the reported damage. Other damage was observed which appeared to be related to the lens removal. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Lens damage during loading/delivery typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).